Event description:
The technician indicated that the brake would not release.

Manufacturer narrative:
The technician found the foot and brake caster was staying slightly engaged when the brake was placed in the neutral position. The technician adjusted the foot brake caster to repair the bed.